Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm. Customer¿s blood glucose level was 120 mg/dl at the time of incident. Customer stated that they did not press a button down for 3 minutes or longer. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.